Event description:
Reporter alleged she attempted to test on the aviva system and couldn't because the device did not have power. Reporter stated that in the next 24 hours, she began feeling dizzy and went to the hospital. Reporter stated that there, a result over 200 mg/dl was obtained on their system, she was treated with insulin, and she was admitted for hyperglycemia and heart problems. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 494 mg/dl at the time of the event. The customer stated that he has cyclical vomiting syndrome, which sometimes causes his blood glucose to go high. Nothing further was reported.